Event description:
It was reported that the device was explanted after an implant duration of approximately 8.77 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
Device not returned. This event information was learned though implant patient registry. Through follow-up with the health-care provider via fax, additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.